Event description:
It was reported that during a gastric procedure, when cutting the small intestine, the device did not open. After trying with different devices, they had to finish the intervention with an echelon 45. There were no consequences for the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.